Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that her implant battery didn't last the full 9 years and only lasted about 6.5 years. Patient said the reason battery was replaced was because patient was having to charge ins weekly. Patient now have current stimulator. No symptoms/patient complications reported.